Event description:
It was reported that the physician had been gradually weaning the patient off of the medication and on the date of this report the patient presented with symptoms of overdose. Therefore, the physician wanted to permanently disable the pump. Reportedly, this patient has had volume discrepancies. The volumes were not available at the time of the report. This device system currently delivered hydromorphone and clonidine. It was not known what the device system delivered at the time of the volume discrepancies. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).